Event description:
The customer reported that following an interventional procedure in 6/2005 a vasoseal elite was deployed. The pt returned to radiology in 7/2005 with a possible pseudoaneurysm. The pt complained of soreness in the location of the arterial puncture site. In 2005 pt returned for an angiogram and the superficial femoral artery was re-stenosed. A second pta of the superficial femoral artery was performed. The physician was concerned about a possible reaction to the collagen plug. Datascope is in the process of obtaining further details surrounding the incident.